Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was not provided. Tandem technical support reviewed pump data and insulin gauge readings appeared to be accurate. Although multiple attempts were made by tandem technical support to inform customer of pump data and to confirm reported information, contact did not reply.